Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. No motor error alarm was noted. The motor was tested outside of the device and it passed. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with a missing end cap sticker, cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, a peeling address/serial number label, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via telephone call that the insulin pump alarmed for a motor error. The blood glucose reading was 433 mg/dl. The customer was treated with a bolus from the insulin pump. The drive support cap appeared normal. The insulin pump history contained more than one motor error alarm within the past thirty days, and the caller was advised that the customer should discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. She was advised that the insulin pump would be replaced and agreed to return the product for analysis.